Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the axillary vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The balloon was replaced with a different device, and the procedure was completed. No patient complications nor injuries were reported.